Manufacturer narrative:
(B)(6). (B)(4) (persisting back pain). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010 the patient underwent transforaminal lumbar interbody fusion surgery from l4-5. Rhbmp-2 and collagen sponge were used and placed outside a cage in the disc space. As reported, the patient's post-operative period had been marked by a period of increasing low back pain, with pain and radiculopathy in his hips and lower extremities. Patient continued to experience chronic and extreme low back pain, with pain radiating to his hips and legs, numbness in legs and feet, muscle spasms, and swelling in his feet. Patient experienced difficulty sitting, standing and walking for extended periods. These serious injuries prevented patient from practicing and enjoying the activities of daily life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.